Event description:
Used a conmed thermoguard plus grounding pad, (B)(4) from lot 1003191, placed on patient's upper thigh and noticed several burns around where the proximal edge of the pad was. Patient was female approx (B)(6) of age. Placement area did not require any prep and she was of average size and weight. Patient was discharged and will be followed up with.

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)